Event description:
The patient found a crack near the battery compartment. He is not sure when or how it occurred. He said he swam in the ocean a few months ago with the pump on. The pump became so hot that he took it off. He said he was not injured by the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no activities related to the complaint were observed in the black box or download history. The battery returned with the pump showed evidence of moisture damage. Corrosion inside battery compartment. The pump powered on normally and was exercised for 24 hours, no overheating or alarms were duplicated. Pump electrical current draws were tested and found to be within spec. The pump cover was removed to inspect for further evidence of moisture damage, none was found. Unrelated to the complaint, the battery compartment was found to be cracked.